Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported via (B)(4) that her scs system was/is to be explanted due to ineffective and uncomfortable stimulation. The pt also reported experiencing stimulation that mimicked her heart beat which was not resolved with reprogramming and was later determined to be unrelated to the scs system. Moreover, it was reported the pt was hospitalized as a result of the stimulation issues. After further investigation, it was determined successful reprogramming for ineffective stimulation had occurred prior to this complaint. No add'l info is available at this time.